Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report the micropore surgical tape. Patient stated that the paper tape caused her skin to be itchy. Patient has very sensitive skin and wearing the tape all day give her a reaction. Patient only received it on her first delivery 02/25 and has not ordered since due to her reaction. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).